Event description:
Philips received a complaint on the v60 ventilator indicating that the device experienced a check-vent blower temperature high error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) evaluated the device at the customer site on 20nov2024 and observed the device produced a check-vent blower temperature high error code. The fse also observed that the fan filter and air inlet filters were clogged with dust. The fse believed these clogged filters to be the cause of the blower temperature high error code. The fse determined that a replacement blower assembly would be required to resolve the issue. On 03dec2024, the fse returned to the customer site and replaced the blower assembly. The device issue was resolved and the fse then completed a performance verification test (pvt) which the device passed. The fse confirmed that the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.